Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set would not connect to a non-baxter connector. This issue was identified in a hospital setting during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3 and d10: concomitant product (1): the event occurred in july, 2024. Should additional relevant information become available, a supplemental report will be submitted.